Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: resection. According to the reporter, after firing the stapler, the instrument cut but did not tilt; the instrument was then forcefully removed with the difficulty extracting, leading to damage the anastomosis. The surgeon had to break the anastomosis, and perform a new anastomosis proximal to the anus. There was a hemorrhage, and intervention delay in operating room time of one hour and thirty minutes due to this incident. After the surgical procedure, the patient was in the reanimation area, and still hospitalized on february 16th.